Manufacturer narrative:
D4 lot #: the suspect lot was either 24e03v521 or 24d22v250. D4 expiration date/UDI # for suspect lot 24e03v521: 04/30/2027, (B)(4). D4 expiration date/UDI # for suspect lot 24d22v250: 03/31/2027, (B)(4). H4: suspect batch 24e03v521 was manufactured on 31 may 2024; suspect batch 24d22v250 was manufactured on 02 may 2024. The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video was performed and a leak could be noted at the junction between the tube and bush. The reported condition was verified. The cause of the condition could not be determined. Additionally, two (2) retained samples from batches 24e03v521 and 24d22v250 were evaluated. Visual inspection with the naked eye was performed on the retained samples and no issues were noted. Air passage and underwater leak testing was performed and no leaks or blockages were found. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspect lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set leaked during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.